Event description:
The facility reported an ipump that was giving inaccurate output. According to the biomed, an infusion that should have taken 1 hour occurred in 15 minutes. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B) (4). The reported condition of inaccurate output was not confirmed during evaluation. No repairs were made concerning this condition. The device was tested and returned to the customer within specification.